Event description:
Pf106 advantage af clinical study, subject ID: (B)(6). Index pulse field ablation procedure was completed on (B)(6) 2024 involving a farawave catheter. The procedure was completed without further complications. It was reported that on (B)(6) 2024 the patient experienced a brain infarct. A brain magnetic resonance imaging revealed a few nonspecific punctate susceptibility effect foci. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization. No corrective actions were taken. Outcome of event was resolved on (B)(6) 2024. As the event occurred post index procedure the device is not expect to returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Index pulse field ablation procedure was completed on (B)(6) 2024 involving a farawave catheter. The procedure was completed without further complications. It was reported that on (B)(6) 2024 the patient experienced a brain infarct. A brain magnetic resonance imaging revealed a few nonspecific punctate susceptibility effect foci. No serious deterioration in the health of a subject that resulted in in-patient hospitalization or prolongation of existing hospitalization. No corrective actions were taken. Outcome of event was resolved on (B)(6) 2024. As the event occurred post index procedure the device is not expect to returned for analysis. It was further reported that given the amount of time between the ablation procedure and the imaging of the infarct the procedure is no longer considered to be responsible for the event.